Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: stent dislodgement requiring surgical intervention. Device issue: stent dislodgement. It was reported that the device did not cross a jailed stent strut into the diagonal vessel. The stent dislodged from the stent delivery system (sds) during removal and was lost in the left main. An attempt was made to snare the stent our of patient's body; however, this was unsucessful. The patient was sent to surgery for removal of the stent and to have bypass surgery. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident information. The device interaction with a previously implanted stent appears to be most likely root cause of this dislodgement. It should be noted that the instructions for use (IFU) states "when treating multiple lesions, stent and distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduced the chance of dislodging the proximal stent."